Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer performed fill tubing with a total of 60.4 units of insulin while they were connected to the infusion set tubing. The customer's current blood glucose (bg) level was 181mg/dl. Tandem technical support (cts) advised the customer to consume 15 grams of fast acting carbohydrates based on the amount of units the customer filled their tubing, their correction factor and their target blood glucose level. During a follow-up, the customer stated their bg levels did not decrease lower than 132mg/dl and were currently at 240mg/dl.